Event description:
It was reported that during device change out for normal eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected and a successful induction test was performed. The lead remains implanted and will be monitored remotely. No complications were reported and the patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.